Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification. A 2.75x15 mm rx xience prime stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy and the proximal shaft separated due to the failure to cross the lesion. The remaining separated portion of the sds was simply withdrawn from the patient anatomy without issue. The lesion was treated with balloon angioplasty. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.